Event description:
It was reported that during the surgical repair of an abdominal aortic aneurysm, the surgeon a limb of the filter had penetrated the ivc. The doctor cut off the perforated limb. Filter remains implanted. Pt is fine.